Manufacturer narrative:
The field service engineer (fse) determined the cause was from the relay contacts, which he cleaned and burnished. Internal cross reference: (B)(4)

Event description:
The customer reported that when positioning a pt for a clinical x-ray procedure, intermittently the tabletop would continue to drive in the longitudinal direction when the actuator switch was released. Per the field service engineer (fse) there was no harm to the pt or operator.